Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by the vigilance specialist at the hospital by email the following event : "during surgery related to a fracture of the right femoral diaphysis performed on a (B)(6) year old patient, the drill broke and remained in the right femur of the patient. The surgeon could not retrieve the drill which is strictly intra osseous and does not protrude towards the soft parts."

Manufacturer narrative:
Product inquiry states the drill to be the subject product. No further associated products were reported. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. The drilling spiral is completely sheared off at the level of approx. 53 mm from the tip. According to the appearance of the breakage surface, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. Moreover, it has to be ascertained that the cutting edges of the drill returned are worn and covered with dents; the drill is not sharp anymore. Further, it cannot be excluded that the drill returned had been pre-damaged during former surgeries. The brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. Broken drills, with remaining parts in patient, are known from previous cases and were evaluated by a medical expert ¿ refer to section additional document review. However, it lies in the responsibility of the treating surgeon to leave or to remove the broken off part. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported by the vigilance specialist at the hospital by email the following event: "during surgery related to a fracture of the right femoral diaphysis performed on a (B)(6) year old patient, the drill broke and remained in the right femur of the patient. The surgeon could not retrieve the drill which is strictly intra osseous and does not protrude towards the soft parts."